Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. H3 other text : although requested, the affected device has not been received.

Event description:
It was reported that the device had a channel error. No patient involvement.

Event description:
It was reported that the device had a channel error. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 570.6200 was confirmed due to a bad oridion board, replaced it a new oridion board. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 08 jul 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the oridion board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a channel error. No patient involvement.